Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be damaged; peeling at the ok button was observed. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all of the keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts and the ok button was inverted. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and the symbols were worn on the up arrow and ok buttons. The patient indicated that the keypad "felt different" and had to "press the buttons in a certain way" to elicit a response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case attached to a belt and did no clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.